Event description:
A falsely elevated ctni result of 10.0 was obtained. The institution has a protocol of running ctni's at 0 hour, 3 hrs and 6 hrs on all pt samples. Results for a pt sample were 0.00, 10.0 and 0.00 ng/ml respectively. Pt treatment was not prescribed or altered as a result of the erroneous result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Customer believes falsely elevated result was due to sample integrity.